Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08065. It was reported that that vessel perforation occurred. The target lesion was located in the distal anterior tibial. A 1.25mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During procedure, the devices were inserted inside the patient's body; however, it was noticed that the rotalink locked up and stalled. Subsequently, the physician activated the dynaglide mode to purge the system. The nitrogen tank was turned off and the pressure was released; however, the system remain stalled. Both devices were then removed from the patient; however, vessel perforation was noted on the distal anterior tibial artery. The physician opted not to re-cross the lesion thus tibial tuberosity advancement (tta) to the distal peroneal was done completing the procedure. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary, method codes, result codes, and conclusion codes. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that device was kinked and the distal tip was stretched. Dimensional inspection of the device were noted to be within specification. A DHR (device history record) review was performed and no deviation was found. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08065. It was reported that vessel perforation occurred. The target lesion was located in the distal anterior tibial. A 1.25mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During procedure, the devices were inserted inside the patient's body; however, it was noticed that the rotalink locked up and stalled. Subsequently, the physician activated the dynaglide mode to purge the system. The nitrogen tank was turned off and the pressure was released; however, the system remain stalled. Both devices were then removed from the patient; however, vessel perforation was noted on the distal anterior tibial artery. The physician opted not to re-cross the lesion thus tibial tuberosity advancement (tta) to the distal peroneal was done completing the procedure. There were no further patient complications reported and the patient's condition was fine.